Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 200-75-09 - cr tibial insert sz 5, 9mm, slope ++, (B)(6), 200-04-55 - cemented finned tib. Tra sz 5f/5t, (B)(6), 230-02-05 - optetrak asy, cr cemented femoral, sz 5, (B)(6), 200-02-38 - three peg patella 38mm.

Event description:
Legal case ¿ USA (B)(4) patient ID: (B)(6). It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2013, and then experienced revision surgical procedure on (B)(6) 2023 approximately 9 years and 5 months after initial implant. Per operative report notes (not attached): wear through the polyethylene and into the metal of the tibial tray causing significant eburnation of metallosis. Per surgeon notes: significant metallosis and erosion of the bone and significant osteolysis on both sides of the joint.no images were provided. There is no other information available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, (B)(4), and pending in the eastern district of (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. As directed by qa management: this legal complaint case is from the united states. The event did not occur in, nor is it reportable for brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, d4, d6 - e codes. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 114 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, failure of implant, metal related pathology, and osteolysis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.